Event description:
It was reported the camera head had no image displayed and there was a suspected break in the cord. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h3-device evaluated by mfg., corrected fields: e2, e3, g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. The device evaluation found the watertightness of the connector part was defective and corrosion of the electrical contacts. Based on the results of the investigation, a definitive root cause could not be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image displayed and there was a suspected break in the cord. There were no reports of patient harm.